Event description:
It was reported that the pump battery would not charge despite attempts to use different wall outlets, charging cables, and wall adaptors. No information about the customer¿s blood glucose level at the time of the event was available. The pump was within warranty, and the customer was informed that it needed to be replaced. The customer opted not to share backup therapy details for insulin delivery during the replacement process.